Manufacturer narrative:
Reporter's phone number was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that the compact air drive device trigger was blocked and the device was not working. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however it was noted that the event occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device evaluation update: during further evaluation, it was determined that the motor on the device was blocked. Furthermore, it was determined that the device failed pretests for check starting behavior, check the power with test bench: min. 110 to 160 w, check for excessive noise, check for untrue running, check triggers for fwd / rev mode, check function of soft mode switch (safety system), check for air leak, check attachment coupling with attachments and check reverse locking mechanism. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the motor, seized, jammed and moved heavily. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.